Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the plunger felt more resistant and "ended up breaking through the capsule into the vitreous". The surgeon was able to retrieve the lens and performed a vitrectomy. The lens was placed in the capsular bag. F/u info was received from the surgeon, who reported that the event resolved with treatment.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 5/25/2011, 6/1/2011 and 6/9/2011 by fax, mail and phone. Add'l info was received on 5/25/2011 and 6/9/2011 by phone. A completed questionnaire was received on 6/7/2011. (B)(4).